Event description:
18fr 30cc balloon not staying inflated according to the end user. Balloon deflated. One catheter fell out about 3 days after a radical prostatectomy. This pt subsequently had problems requiring a cystoscopy. The second pt's ballon deflated about 5-6cc and popped out of pt's bladder neck and was lodged in pt's posterior urethra. This pt also required a cystoscopy to change the catheter. According to the physician both pts are at a higher risk of bladder neck contracture as a result of the balloon failure. Incident occurred in 2002. Tyco australia was notified on 2/4/2002. Tyco/kendall qa was notified on 3/27/2002.